Event description:
Aseptic arthritis (knee effusion, knee hot, knee pain, increased polynuclear leukocytes, increased sedimentation rate, increased c-reactive protein) information was receive in 2005 from a physician regardinga pt with an unknown medical history who experienced aseptic arthritis. The pt began treatment with synvisc in 2005. The pt received two synvisc injections in an unspecified knee on in 2005 and eleven days later. Four days afterwards,the pt experienced a knee effusion and a hot knee. The knee was aspirated and knee joint aspirate showed 3700 polynuclear neutophil leukocytes/mm3. The effusion decresed over the weekend, but the pt had pain in feb-2005. In feb-2005, the pt continued to experience effusion and the physician aspirated the knee for a second time. Knee joint aspirate revealed 7300 polynuclear neutrophil leukocytes/mm3. Both aspirates were cultured, and there was no growth forty-eight hours later and one week after the first. Additional tests (unknown date)showed sedimentation rate of 100mm/hr and c reactive protein of 42mg/l. The physician thought it looked like aseptic arthritis. It was unknown if treatment with synvisc was continued. At the time of this report, the pt had not recovered from the aseptic arthritis. The physician did not provide an assessment of the relationship of synvisc to the event. Additional information was received in mar-2005 from the physician. The pt was hospitalized for one day in feb 2005 to have surgical lavage of the knee. At the time of this report, the the pt was doing well.